Manufacturer narrative:
The following devices were also listed in this report: modular dual mobility insert; cat# 626-00-42e; lot# 86241502; restoration adm x3 ins 28/48; cat# 1236-2-848 ; lot# 516378; delta v-40 ceramic head 28/+4; cat# 6570-0-228; lot# 83640702; tridentii tritanium cluster54e; cat# 702-04-54e; lot# 84349001a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
The patient had a primary tha on (B)(6) 2021. The patient developed an infection of the right hip and underwent revision for pji with all components exchanged except cup on (B)(6) 2021. The patient died on (B)(6) 2022.